Event description:
It was reported by provider that when weight is applied, the gvtrsx58 wheel chair will pull to the left. He states when no one is in the chair, the chair will drive straight. He states when you sit on the chair, that's when the chair will pull to the left. This is an out of box failure, no end user involved and protocol questions do not apply.